Manufacturer narrative:
(B)(4). Concomitant medical product: unknown, unknown femoral head, unknown. Report source, foreign ¿ events occurred in (B)(6). Report source, literature - hughes, r. E., batra, a., & hallstrom, b. R. (2017). Arthroplasty registries around the world:valuable sources of hip implant revision risk data. Current reviews in musculoskeletal medicine, 10(2), 240-252. Doi:10.1007/s12178-017-9408-5. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10584 - (B)(4). Product location unknown.

Event description:
It was reported in a journal article that 631 patients were revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.